Event description:
It was reported by the operator that the unit would continue to radiate if they held their finger on the exposure button. The unit would not time out. Further investigation by a service technician showed that the unit was in fact radiating. The service technician checked the unit using a flourocard, and a volt meter to verify exposure. A test was also conducted by switching tubeheads with a known operational unit and the technician got the same results. There is no mention of radiation of a pt or injuries in the report.